Event description:
A pre-filled heparin i.v. Flush syringe -1u/ml; 5ml fill in 6ml syringe- was found to have what appears to be ink on the cap. The product (B) (4) made by medefil, inc. The lot# is h209144 with exp date feb 2011. The ink on the cap may or may not have contaminated the product. It was identified prior to dispensing or administration to pt on (B) (6) 2010.